Event description:
It was reported that the three way catheters were clogged. Customer stated that they had two cases with two different surgeons where the three way catheters were clogged. It was reported that the port that the irrigation goes into seems to be clogged. So new foleys were opened and they also had the same issue. Later surgeons ended up having to put a thin straight instrument through the port to dilate so irrigation could run through the port. From the first case they opened two catheters and the second case they opened three catheters with no success unless dilating with an instrument.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The used three way latex foley catheter was returned without the original packaging. No visible defects were noted on the catheter. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed, a labelling review is not required. Corrections: d,g,h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the three way catheters were clogged. Customer stated that they had two cases with two different surgeons where the three way catheters were clogged. It was reported that the port that the irrigation goes into seems to be clogged. So new foleys were opened and they also had the same issue. Later surgeons ended up having to put a thin straight instrument through the port to dilate so irrigation could run through the port. From the first case they opened two catheters and the second case they opened three catheters with no success unless dilating with an instrument.